Manufacturer narrative:
(B)(4). Batch # n54k02 . Additional information received: the sales rep confirmed that the all three staplers were unable to be fired due to improper loading of the cartridges. He analysis results showed that one ats45 device was received with no apparent damaged and with a reload loaded on the device. The reload was receive partially fired and with no damage to the spring lockout. The cartridge was taken off of the device and placed back on and it click into place. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments.

Event description:
It was reported that during a whipple procedure, the surgeon tried to fire the first stapler and the firing handle would not close plastic to plastic. A second stapler was requested and after the first firing, the firing handle would not close plastic to plastic. A third stapler was requested and the same series of events occurred after a first successful firing. Once the fourth stapler was requested, it performed without any consequence. There were no adverse consequences for the patient. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.